Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician advanced the 5max ace into the patient but was unable to advance another manufacturer's microcatheter through the 5max ace and indicated that it was getting stuck. The 5max ace was removed from the patient and the procedure was successfully completed using just the other manufacturer's microcatheter. There was no report of an adverse effect to the patient.